Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results on their integra 800 analyzer. The customer provided data for 55 patients, of which 9 had discrepant results reported outside the laboratory. The physician questioned the initial patient results. The customer replaced the mix tower and repeated the samples on the same analyzer. The first patient's initial sodium result was 147 mmol/l. The repeat result was 141 mmol/l. The second patient, a female (B)(6), had an initial sodium result of 147 mmol/l. The repeat result was 141 mmol/l. The third patient, a man (B)(6), had an initial sodium result of 148 mmol/l. The repeat result was 142 mmol/l. The fourth patient, a female (B)(6), had an initial sodium result of 146 mmol/l. The repeat result was 140 mmol/l. The initial potassium result was 4.1 mmol/l. The repeat result was 3.4 mmol/l. The fifth patient, a man (B)(6), had an initial sodium result of 146 mmol/l. The repeat result was 140 mmol/l. The sixth patient, a man (B)(6), had an initial sodium result of 146 mmol/l. The repeat result was 140 mmol/l. The seventh patient, a male (B)(6), had an initial sodium result of 146 mmol/l. The repeat result was 140 mmol/l. The eighth patient, a female (B)(6), had an initial sodium result of 149 mmol/l. The repeat result was 143 mmol/l. The ninth patient, a male (B)(6), had an initial sodium result of 147 mmol/l. The repeat result was 141 mmol/l. The customer considered the repeat result to be correct. None of the patients were treated based on the original, erroneous results and there were no adverse events. The sodium and potassium electrode lot numbers and expiration dates were not provided. The field service representative (fsr) could not determine the cause of the event. Upon his arrival, the customer was running the analyzer without issue. He ran diagnostic checks with ok results. He checked the dry/mix and it was ok. He cleaned the sample probe and rinse station. The customer had installed the new mix tower on thursday. The customer ran freshly poured controls at approximately 12:30. The fsr ran freshly poured controls as patient samples at the end of the day. The controls at the end of the day compared well with the controls run at 12:30. The fsr ran a precision test while the customer was running patient samples and the results were within specification.